Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission with noise on their right atrial lead. Upon follow up in clinic, the lead was observed to have lowered pacing impedance. No other anomalies were noted. Programming changes were made and the patient was in stable condition.